Event description:
Patient was placed in shower chair in bathroom. Shortly after sitting on shower chair, one of the legs buckled under the patient's weight allowing him to fall to floor. He was a recent left knee revision and the fall caused his knee to bleed requiring a pressure dressing application and ice. Physician was notified, saw patient and extended his stay one more day for observation. He did fine and was discharged the following day.we do have a few chairs available for heavier patients, but not enough to handle the need. As a result of these events, we have developed a committee to look at alternatives which includes buying more "bariatric style" chairs. We are finding many of our patients to be close to or just over the weight limit. Also, education is forthcoming to staff regarding reminder messages that they should convey to patients on safe use of equipment. No crossbars noted on chairs to help with re-enforcement for weight distribution. The bariatric style chairs have crossbars to assist. We find that most equipment has a weight capacity, but it is not consistent. Employees are having a tough time memorizing what weight restriction goes with what piece of equipment. We also noted that these chairs have a label attached that lists the weight capacity, but its location is under the seat. We wonder why they don't place that label in an easy to see location so that those using the equipment can see it clearly and not have to "hunt and search for it."